Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer rec'd an occlusion alarm. Customer performed troubleshooting & determined occlusion was coming from the infusion site. Customer had elevated blood glucose levels (280-330 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Reportedly, customer has had absorption issue. Customer was unable to provide infusion set MFR.